Event description:
It was reported that customer was hospitalized and taken off of insulin therapy and was treated with manual injection. It was reported that healthcare professional requested for customer to be reconnected to insulin pump. Customer did not know how to get insulin pump to work as it should and requested training. Caller was advised to have customer call in order to give consent to speak with and to give hospitalization information. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.